Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight instances of oversensing of noise was noted on the right atrial (ra) lead. Electromagnetic interference and far field r-wave (ffrw) oversensing was also suspected. The lead remains in use with lead optimization planned. No patient complications have been reported as a result of this event.